Manufacturer narrative:
Patient information was unavailable. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported the emitter did not turn on when the system turned on. The system was rebooted which resolved the issue. It was noted that this issue had occurred previously. This issue occurred intraoperatively and caused a less than one-hour surgical delay. A manufacturer representative went to the site and was able to replicate the system. Technical services (ts) recommended changing the booting order to have all components fully powered on prior to connecting the axiem box to the navigation system which resolved the issue.

Manufacturer narrative:
Correction: the aware date of the and the due date were incorrect in follow-up 001. The dates have been changed in this follow up to reflect the correct information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the issue was resolved by unplugging the usb connection from the axiem box to the monitor, and then plugging the axiem connection into the usb port once the patient profiles screen showed up. It was also noted the reported issue occurred during a functional endoscopic sinus surgery (fess).